Event description:
The device was returned for service with the report "power itself off". Information was not provided regarding whether or not the device was in use when the event occurred. According to biomed, no patient injury or medical intervention has been reported. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding patient status, age of patient, or medication involved.